Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or additional information becomes available, a supplemental report will be issued.

Event description:
It was reported implants removed due to pts complaint of hip pain.